Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, an adverse event was reported. The sensor was inserted into the abdomen on (B)(6) 2018. The patient stated that after the two-hour warmup period, the sensor failed, and they were unable to view values on the continuous glucose monitor (cgm). They stated they experienced a hyperglycemic event during this time and was taken to the hospital via ambulance. The patient indicated that their blood glucose (bg) was measured to be 1100 mg/dl and was admitted to the intensive care unit (ICU). No additional patient or event information is available.